Event description:
It was reported that during a da vinci s atrial septal and patent foramen procedure, a "shard" from the permanent cauter spatula instrument fell inside the patient. The "shard" was retrieved and the surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported. It was noted that when the instrument was manipulated during the procedure the instrument "hit" the trocar. An inspection of the instrument shaft by the site revealed that the surface of the instrument was damaged. The sterile processing department and the robotics coordinator found that when they rubbed the instrument surface with their hands, "slivers" from the instrument shafts stuck in their hands.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal end of the main tube has a section with material removed on one side. The damaged area includes a couple of wide scratches parallel to the tube axis. No other damage was found.